Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and low blood glucose of 47 mg/dl. The customer did not report any symptoms. Customer's blood glucose value was 151 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Customer declined to troubleshoot for high readings since cannot finish the trouble shooting. The pump was not returned for analysis.